Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured and came out of the blood vessel. Therefore, manual compression was done. There was no reported patient injury. Buttons 1 and 2 were not pressed. The device was returned for evaluation. A non-sterile mynx control vascular closure device 5f was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed and the stopcock was open. The sealant remained in the manufacturing position, with evidence of exposure to blood. The syringe was not connected to the device and the procedural sheath was not returned. Per functional analysis, the balloon was inflated with air, and pressure was maintained with proper functioning of the inflation indicator (mynx control instructions for use (IFU). Per dimensional analysis, the inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, visual inspection under high magnification revealed that there was no saline in the balloon. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase. A product history review of lot f2109603, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure-in patient¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Review of the information provided suggests that procedural factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, during preparation of the balloon, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review, the information provided, nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2109603 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. Additional information is pending as well, however, it will be submitted within 30 days upon receipt. UDI: (B)(4).

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured and came out of the blood vessel. Therefore, manual compression was done. There was no reported patient injury. Buttons 1 and 2 were not pressed. The device will be returned for evaluation.